Event description:
It was reported that during implant the lead exhibited high capture thresholds. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.